Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip detached from the posterior leaflet and remained attached to the anterior leaflet, increasing mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Three mitraclips were implanted successfully reducing mr to 2. On (B)(6) 2019, a single leaflet device attachment (slda) was noted of the medially implanted clip. The mitraclip detached from the posterior leaflet and remained attached to the anterior leaflet, increasing mr to 3. The physician noted that there may have been a small cleft medial to the clip that may have contributed to the slda. No treatment has been planned at this time. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation was a result of the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.